Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in the last 6 months, the patient was sitting in a chair watching tv and told his wife it felt like he was getting electrical shocks in his head.